Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2013. A follow up on (B)(6) 2016 showed a type 3a endoleak with component separation and a type 3b tear. The physician elected to reline with a non-endologix device to seal the endoleaks. The patient is stable.